Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver would not charge. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A boot and charge was performed and the receiver passed. The receiver download was retrieved and the logs displayed err68, err69, err121, and "screen error alarm" within the investigation window. Global receiver functional test was performed and the receiver passed. The receiver case was opened for interior inspection and the receiver passed. The receiver battery was measured and the receiver had voltage. The customer complaint of the receiver would not charge was confirmed. The root cause could not be determined. The reported issue of the receiver would not charge is reportable based on the finding of a receiver firmware error.